Event description:
Dexcom g6 sensor error > 3 hours: replaced this sensor after 4 days. Dexcom does not follow up on product support requests (lies then closes them) and refuses to replace faulty sensors.